Event description:
The wire was opened and prepped. Placed into the body and the physician noticed the wire didn't look proper on the initial angiography. The wire never engaged the coronary arteries and was removed. Upon removal the wire was inspected and noticed that the mid-portion of the wire appears to have come unraveled. There was no adverse event. A new wire was opened and the case was completed.

Event description:
The wire was opened and prepped. Placed into the body and the physician noticed the wire didn't look proper on the initial angiography. The wire never engaged the coronary arteries and was removed. Upon removal the wire was inspected and noticed that the mid-portion of the wire appears to have come unraveled. There was no adverse event. A new wire was opened and the case was completed.